Event description:
A clinic director reported the syringe provides very inconsistent flow of product and that sometimes, excessive force is needed to push the product through syringe/cannula. There was no pt involvement with this event.

Manufacturer narrative:
The product was not returned for analysis. Investigation of the batch records showed the functionality test performed during the blistering operation met specifications. The expression force of the syringe batches involved has been tested and is within specification. The suppliers of the syringes have been evaluated and the manufacturer has focused on the barrel supplier with the lowest gliding force. The other supplier has been requested to further optimize the gliding force of empty syringes. In addition, expression force testing on finished product is introduced from (B)(4) 2010. There have been five other similar complaints reported for this lot number. (B)(4) .